Manufacturer narrative:
It was reported the switch or cord emitted sparks. Although we were unable to duplicate the event and found no defect with the performance of the unit, we replaced the switch and cordset as a precautionary measure.

Event description:
It was reported that the switch or card emitted sparks.